Event description:
It was reported that an ilet user experienced hyperglycemia, with a reported glucose high of 304 mg/dl attributed by the user to insulin antibodies, after which the pump delivered correction and glucose returned to a normal range by the early morning. Symptoms included elevated blood glucose without reported acute complications. Outcomes included no alerts or alarms and no hospitalization. Investigation included troubleshooting and user education during the call. Investigation of this case revealed no device malfunction or component issue based on available information and normal post-correction performance. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.